Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Based on the file review complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Lvp bezel post recall group 1 -dom 2019- 08/22/2019 13:11:35 monica a bennett (mabennet) for recall contact:dylan nguyen program coordinator-greater houston 832-596-8927 email:nghia.nguyen@med.ge.com 09/04/2019 05:37:14 lien n tran (ltran) est-rcl to mnr. 09/10/2019 07:36:44 crisleivy pena (crpena) npi confirmed updated from rcl to mnr for the minor repair needed per lien n tran, service tech. Repair approved by nghia nguyen, biomed, at nghi a.nguyen@med.ge.comm for $230. New po#401391712. 10/03/2019 06:46:17 arjie ancheta (aranchet) 1001901710490007737500457111907731 10/16/2019 11:17:00 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.